Manufacturer narrative:
The field service representative (fsr) was unable to duplicate the reported complaint. The batteries were fully charged and holding a charge. He replaced the batteries at the request of the user facility. The unit operated to the manufacturer's specifications. The suspect parts were returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the unit would not hold a charge and kept alarming. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The complaint was not confirmed. During laboratory analysis, the product surveillance technician (pst) observed both batteries were in specification, passed load testing and would properly charge. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.